Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: unknown. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that an operator trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an unspecified device failure occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, no additional information was provided.